Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 11. On 2024-09-17, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.